Event description:
It was reported that a lead fracture was suspected, the lead exhibited no capture, a sensing anomaly and 1936 ohms imped- ance. The lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the lead proximal coil was fractured at 210 mm from the connector pin due to clavicular crush.